Manufacturer narrative:
The returned lead was only available in fragments. Only a distal fragment that was stretched to 65 cm length was returned for analysis. The proximal lead fragment, including the switch with the connector exits, was not available for analysis. The visual inspection showed multiple signs of wear and tear along the fragment. Especially between 9 cm and 7.5 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is most likely the cause of the reported oversensing. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead. The damage might have been supported by an unfavorable position of the lead body in the plane of the tricuspid valves. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, extraction damage was detected during the analysis. The shock coils were deformed. The rope conductors showed conductor fractures and had been partially pulled out of their lumens. These damages indicate tensile forces during the removal of the lead, which speaks for ingrowths in the implanted state. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted due to oversensing approx. 56 months after the implantation.